Event description:
A report was received that a patient's precision system was explanted approximately a month ago in order to have a morphine pump implanted. The pt also reported having difficulty charging her ipg. The pt's implanting physician has passed away and no further info is available.